Event description:
It was reported that when using the bd pyxis¿ medstation¿ es machine was turning off and on in the middle of medication passes and had unstable power. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-may-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-may-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system turning off and on in the middle of medication passes. A field service engineer (fse) replaced pyxibus cables for tower and remote manager. The fse then replaced power supply from unused station to resolve the issue. The pharmacist opened and closed the drawers that previously produced the error. However, the error did not occur. The system functioned as intended after the field service engineer repaired the device.